Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had been inspected with a borescope, and there had been some yellow staining that had not come out despite brushing and flushing. The event occurred during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, the probable root cause was component failure, the device has a tear mark inside the biopsy channel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.